Event description:
Home pt (hp) reports calling technical service center for assistance when noting that the hp had been using the same extension line for the last 6 months. Hp reports technician assisted them in clearing alarm and completing treatment for evening. Rn reports hp was diagnosed with peritonitis in 01/2001. Rn reports hp was treated with ancef 2.5 gm x 1 i.p. Initially, and ancef 1.5 gm i.p. For the following 13 days. Rn reports hp is responding to treatment.